Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump has been alarming unexpected restart for about two weeks. Alarm occurs every three to four days. Customer does not recall exact blood glucose but it was between 100 to 150 mg/dl. Current blood glucose was 59 mg/dl. External ram crc error alarm was also noted in the alarm history. Temporary basal was not programmed before the alarm occurring. Customer stated the device was not stored for an extended period of time. Alarm did not occur shortly after a inserting a new battery, it occurred during normal use. Customer was advised to monitor the device until replacement arrived. No further information reported.

Manufacturer narrative:
The insulin pump alarmed a21 after battery change due to faulty component on the interface board. No unexpected a17 alarms and the insulin pump passed displacement and pump self tests. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing end cap sticker.